Manufacturer narrative:
The futura is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incidents occured in (B)(6).

Event description:
"The patient stated that she went straight ahead on a sidewalk that was coated with chippings when the right front wheel fall off. The plastic in the front fork has completely broken off and the whole wheel detached from the walker"